Event description:
It was reported that balloon rupture occurred.   Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery (eia). A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. The first dilatation was successfully done at 6 atmospheres. Upon second inflation, it was noted that the balloon ruptured at 10 atmospheres. The device was completely removed from the patient. The procedure was completed with a 7mmx6mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).